Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent altitude alarms. Reportedly, the alarms cleared within 5 minutes after being declared. Customer stated that the pump was possibly exposed to moisture when the alarms occurred. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.